Event description:
It was reported that during removal of the device from its pouch, the distal tip came off. When the physician was removing the diagnostic catheter from its pouch, resistance was felt. The physician was flushing the device when it was noted that the distal tip had come off. The procedure was completed with another of the same device. There were no reported patient complications